Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for degenerative disc disease. The patient stated that beginning around something like (B)(6) 2017 they have been charging too frequently. Their charge used to last 6-7 days but now only lasts a couple of days. The patient noted that their settings have changed so it was reviewed to follow up with their healthcare professional (hcp) to review recharging interval. The patient noted that they have 2 electrodes in their spine. One going down and one going up. They leave the upper one off because it aggravates their condition. It hits them within 5-10 minutes before it comes on without warning. The patient has been treated for it for 10 years including steroid shots at t6/t7. The patient has an appointment with their hcp next month. No further complications were reported/are anticipated.